Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard straight, 20g x 1.16" had a needle through the catheter the following information was provided by the initial reporter: "it was reported product is splitting from the middle... Yes, the IV catheter was splitting in the middle with the needle going through. "

Event description:
It was reported that bd insyte autoguard straight, 20g x 1.16" had a needle through the catheter the following information was provided by the initial reporter: "it was reported product is splitting from the middle... Yes, the IV catheter was splitting in the middle with the needle going through. "

Manufacturer narrative:
Investigation: our quality engineer inspected sample submitted for evaluation. Bd received one retracted needle assembly with the catheter adapter assembly and the original opened packaging. To inspect for a catheter spear through, the device will be microscopically inspected. A microscopic inspection was performed, and the characteristic v shape cut in the catheter tubing was found confirming that the needle pierced through the catheter wall. A spear through was located on the tip half of the device which may occur during manufacturing or use. If the catheter tubing was speared during manufacturing, it would be opened with needle spearing through the catheter and the device would be unable to perform venipuncture. Based on the report, the device was used, therefore indicating the defect can be attributed to use. During use, a spear through may occur during tip adhesion break or venipuncture due to re-cannulation of the catheter or performing venipuncture at the incorrect angle. A device history record review showed no non-conformances associated with this issue during the production of this batch.